Event description:
Report received of a tubing separation at the distal y-site. No specific patient information was provided. It was reported that a patient was receiving an unspecified infusion. At some point after the start of the infusion, it was noted that the tubing had separated with an unspecified amount of bleedback noted. There were no reported adverse patient effects. Multiple attempts were made to obtain further information, but no further information was provided.